Manufacturer narrative:
(B)(4) flare detached. Visual evaluation of the returned device found that the flare was detached. The wire was kinked in several sections in the middle of the device and the catheter was kinked at the distal section. Further evaluation noted that the handle cannula bent. Functional testing could not be performed due to flare detachment. The complaint was confirmed; the device has flare detached which makes the device inoperable. The most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, when the device was inserted through the scope the snare failed to open. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. This event has been deemed a reportable event based on the investigation results; flare detached.